Manufacturer narrative:
Bolton medical is voluntarily reporting an event related to a treo custom-made device. The custom made treo devices are not marketed in the us, however they are similar to the treo abdominal stent graft delivery system approved for sale in the us (p190015). The event occurred in austria. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"After canulating all 4 target vessels and advancing the rosen wires into them, dr. (B)(6) tried to pull the release wire under x-ray control and immediately experienced heavy resistance. On the screen it could also been seen that the tip was bending and it seemed that the graft moved distally. Dr. (B)(6) tried it 2 or 3times more, but always experienced heavy resistance. Due to those unsuccessful attempts it was decided to open the proximal clasp and release the ispilat stump. After that dr. (B)(6) tried once more again to pull the release wire with the same result as before. Then we descided to remove the catheter. Therefore, the grey turn knob was screwed back to the distal end of the device and dr. Nöbauer slowly retracted the tip. After 2 or 3 cm he also experienced heavy resistance and pushed a little bit the tip in the other direction. With this movement he felt a "release effect" or "slight release click" (so if something was detached) and he was able to pull out the release wire. Finally, the procedure could be finished successfully although the device was dislocated for about 5 mm distally. (Unfortunately, no pictures are available.) (B)(4)" patient outcome: "no injury to the patient."

Manufacturer narrative:
Bolton medical is voluntarily reporting an event related to a treo custom-made device. The custom made treo devices are not marketed in the us, however they are similar to the treo abdominal stent graft delivery system approved for sale in the us (p190015). The event occurred in austria. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"After canulating all 4 target vessels and advancing the rosen wires into them, dr. (B)(6) tried to pull the release wire under x-ray control and immediately experienced heavy resistance. On the screen it could also been seen that the tip was bending and it seemed that the graft moved distally. Dr. (B)(6) tried it 2 or 3 times more, but always experienced heavy resistance. Due to those unsuccessful attempts it was decided to open the proximal clasp and release the ispilat stump. After that dr. (B)(6) tried once more again to pull the release wire with the same result as before. Then we decided to remove the catheter. Therefore, the grey turn knob was screwed back to the distal end of the device and dr. (B)(6) slowly retracted the tip. After 2 or 3 cm he also experienced heavy resistance and pushed a little bit the tip in the other direction. With this movement he felt a "release effect" or "slight release click" (so if something was detached) and he was able to pull out the release wire. Finally, the procedure could be finished successfully although the device was dislocated for about 5 mm distally. (Unfortunately, no pictures are available.) (Pat5391-b1)". Patient outcome: "no injury to the patient".